Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and buttons were harder to press and act button had to press twice. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that there was cracks in casing, hairline fractures and reservoir threading was chipped and missing and also reported that slower during rewind. The customer also stated that the insulin pump had a or e code error. The insulin pump will not be returned for analysis.